Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had poor power was not confirmed. However during evaluation, it was determined that the device made an unusual grinding noise in the forward direction and the gear and bearings were corroded. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an orthopedic trauma surgical procedure, it was observed that the small battery drive device had low power. It was unknown if there were delays to the procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device displayed an unusual grinding noise while in the forward direction and had corroded gear bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.